Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of alarms while connected to the mpu; however, it was determined that the mpu was unrelated to the cause of the reported event. The root cause of the reported alarms was determined to be due to system controller power cable damage. The reported alarms and log files have been addressed under system controller hsc-135884¿s and hsc-167118¿s investigations. The heartmate mobile power unit (serial number: (B)(6)), was inspected at the service depot on (B)(6) 2026. The mpu was returned in unremarkable physical condition. The mpu underwent functional testing and was found to perform as intended. The unit passed all applicable testing. The mpu will be returned to the customer. The reported event could not be correlated to an issue to the mpu. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage/power cable disconnect alarms. Low voltage alarms may lead to a no external power alarm. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the emergency phone number on 26dec2025 at approximately 6am with alarms. The patient stated that the screen showed an "x" and had a countdown with long continuous beeping and lit green light on the mobile power unit (mpu). The patient attempted to connect to batteries, but alarms continued. The patient ensured solid connections and went back on the mpu and immediately had emergency backup battery (ebb) fault alarms present with a yellow diamond battery alarm as well. The patient went to the emergency room (ER) where the ventricular assist device (vad) coordinator exchanged the system controller, old controller (B)(6), which led to the return of the green light and normal pump parameters immediately after the exchange. There were no symptoms present and patient was sent home with new backup controller. The old controller's black power cable showed scratches and punctures which were likely to be from the patient's cat. On 02jan2026, the patient experienced the same problems on the new controller. The vad coordinator tried a new mpu and power module, and the controller was alarming with a blank screen. The patient had no alarms while connected to batteries. The vad team was not able to toggle through to see the alarm history on both batteries and power module/mpu. The team tried to hook up only one power cable to see if they were the problem. Technical services recommended that the customer replace the controller and make sure the controller works properly on the mpu and on batteries while in the clinic. The vad coordinators tried running the log files on 02jan2026 and were able to see the alarm history on the power module. However, the controller was alarming and only allowed silencing for 2 minutes. Troubleshooting was done by cleaning connections, trying a new mpu, and inspecting all cables that revealed no damage. The patient's log files were submitted for review. The event log did not capture any controller fault events. The cable voltages were all in normal ranges. The log files did not offer an explanation for the reported events. The log files captured controller clock corrupt events which are usually caused by total loss of power to the system. The controller (B)(6) was exchanged for (B)(6)and resolved all alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.